Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from field indicated that there was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Please note that per the instructions for use, artmt600149465 revision c, the recommended size delivery system for use with a 24 mm amplatzer septal occluder is an 9f. A 10f sheath was used to deliver the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for an implant using a 10mm amplatzer trevisio delivery system. During the procedure, the device shaped like a corba and was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A new device was selected and implanted as a replacement. The patient is stable,